Event description:
After playing golf, the patient presented to the physician with headaches, dysphagia, and speech impediment. On tongue examination, it revealed tongue deviation, raising suspicion of neurapraxia or a stressed nerve. Physician prescribed steroids.

Event description:
Patient presented back to the physician with continued headaches and neck pain. Physician prescribed another round of steroids.